Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned, it remains implanted; therefore, a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown dated, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient developed stoma site infection. The patient was treated with oral antibiotics and fucidin ointment. It was reported that the external fixation plate had not been fixed close enough enabling the peg tube to move making the stoma opening larger. The nurse noticed that there was inflammation at stoma site and oozing of stomach fluid as the peg tube had been taped too tight at home and the stoma opening had enlarged a little in all directions.